Manufacturer narrative:
The ht controller board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the issue. The computer was defragmented and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative, radiographic technologist (rt), reported that, during pre-op for a sacroiliac and thoracolumbar procedure the imaging system unexpectedly shutdown. It was reported that when the site turned on the system it was beeping. The system was then drove around a patient and the pendant was saying 'initializing please wait'. The site attempted to re-open the door because the message did not clear and were unable to do so. The technician rebooted the system and once the green check-marks appeared, a message stating the system was shutting down appeared. The screen would not fully shut down. The technician manually shut down the system again and rebooted. Once the system was rebooted it was possible to open the door. The set-up screen then appeared as it should and the technician was able to select the patient orientation and change the settings. The surgeon decided to try and take an exposure at this point and they were able to acquire the needed 2d and 3d images. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.